Manufacturer narrative:
Conclusion - the complaint can be verified. Result the menu and check button do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the button housing. Due to this problem the menu and check button do not respond and they are without function. Additionally confirmation of the e8 is not possible.

Event description:
Patient reported the infusion device displayed an e8 (power interrupt) error message. Patient stated he could not confirm the error message; ok button did not work. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.